Manufacturer narrative:
A visual examination of the complaint device revealed that the gauge needle was reading beyond 12 atm. A functional evaluation was not performed as the event description has been confirmed through visual analysis. The cause of the malfunction encountered during the procedure was likely due to anatomical or procedural factors which limited the performance of the device. It is also probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure on (B)(6) 2015. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe and alliance handle. The gauge needle on the syringe moved to the highest level; however, it was not able to go back to lower readings. The procedure was completed with another alliance inflation syringe and the same alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure on (B)(6) 2015. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe and alliance handle. The gauge needle on the syringe moved to the highest level; however, it was not able to go back to lower readings. The procedure was completed with another alliance inflation syringe and the same alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.